Event description:
According to the reporter: when the needle detached from the suture, a part of swage looked like it as broken. Since the part was so small, it was uncertain if the swage broke or not, and the broken part was not found. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. There was no pt harm. Operative time was not extended.

Manufacturer narrative:
(B)(4).